Manufacturer narrative:
After the coil embolization procedure assisted with an enterprise vrd (B)(4) of the bifurcation of the posterior communicating artery (not calcified and moderately tortuous), the patient developed paralysis and sensory disturbance. According to the physician, possible cause of the event was lacunar infarction; the relationship of the event to the vrd was unlikely. No information was provided regarding the treatment for the event. The day after onset, the patient had recovered enough to walk by herself. At index procedure, after the coils were place, no coils protruded from the target aneurysm. During the event, the enterprise stent was patent, and was fully expanded, appose to the vessel wall and in a stable position. The patient had a subarachnoid hemorrhage, but medical history was not provided. No vessel/aneurysm characteristics were provided. Modified rankin scale (mrs) score was unknown, and there was no information available regarding antiplatelet therapy, act, inr, pt, or ptt. During the procedure, a supersheath/medikit, roadmaster/goodman, and excelsior sl10/stryker were utilized but unknown other products used. No further information is available. The procedural images are not available for evaluation. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10049237. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient medical history, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
After the coil embolization procedure assisted with an enterprise vrd (enc452812/1004932) of the bifurcation of the posterior communicating artery (not calcified and moderately tortuous), the patient developed paralysis and sensory disturbance. According to the physician, possible cause of the event was lacunar infarction, and no information was provided regarding the treatment for the event. The following day after onset, the patient had recovered enough to walk by herself. After the coils were placed, no coil or coils protrude from the target aneurysm. During the event, the enterprise stent was patent, and was fully expanded, apposed to the vessel wall and in a stable position. The relationship of the event to the vrd was unlikely. The patient had subarachnoid hemorrhage, but medical history was not provided. No vessel/aneurysm characteristics were provided. Mrs was unknown, and no information regarding antiplatelet therapy. No information regarding act, inr, pt, and ptt. During the procedure, a supersheath/medikit, roadmaster/goodman, and excelsior sl10/stryker were utilized but unknown other products used. No further information is available. The complaint product and the procedural images are not available for evaluation.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lr packaging l/n # 10049237. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10049237. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.